Event description:
The facility rep reported to largo customer service a pump that failed to alarm during the occlusion test. This event occurred during biomed testing. No pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
The device has been received in baxter and an evaluation is being performed. A follow-up report will be submitted when the evaluation has been completed.